Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a reprocessing inspection, the bronchofibervideoscope displayed an unknown scope communication error. No patient involvement was reported in association with this event.